Event description:
The user facility reported that while transferring a patient to a bed, their 5095 surgical table began to slide. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5095 surgical table and confirmed that the table was operating to specification. No issues were noted with the function and operation, and the reported event was unable to be duplicated. No repairs were required and the table was returned to service. Based on the evaluation results, an exact cause of the reported event could not be determined; however, the event may have been caused by the user facility personnel unlocking the floor locks. The 5095 general surgical table operator manual states, "important user information - positioning patient on table: 1. Always check patient stability when patient is positioned. 2. Do not place patient on this surgical table unless floor locks are engaged. 3. Use extreme care when transferring patients to or from table." The technician counseled user facility personnel on the proper use and operation of the 5095 surgical table, specifically on proper patient transfer practices. No additional issues have been reported.